Manufacturer narrative:
There were no manufacturing defects found. The lead functions properly. Physical and electrical measurements are within specifications. Dislodgement is a recognized event, noted in the instructions for use of the lead and might be a cause of no sensing.

Event description:
The customer reported this lead was received on (B)(6) 2010 from (B)(4) sales representative. According to the sales representative this (passive) lead was implanted and upon interrogation in the recovery room post implant, no atrial sensing was noted and capture was > 3.5 v. They also noted phrenic stimulation. A chest x-ray was performed and confirmed this lead was dislodged. Therefore, the patient was brought back into the operating room, the physician was able to reposition the lead, but was uncomfortable with the positon and ability to stay in place. Therefore, the lead was explanted and a new (active) lead was implanted with no adverse effects reported.